Manufacturer narrative:
(B)(4). Medical devices: guide wire: 0.014 balance middleweight, jr guide catheter. The stent remains in the vessel. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, non-calcified, 80% stenosed, de novo, mid to distal right coronary artery (rca), a 2.25 x 28 mm xience prime stent was implanted; however, a distal stent edge dissection occurred. A 2.25 x 12 mm xience prime stent was implanted at 16 atmosphere (atm) as treatment. Timi iii flow was achieved with a good result and the patient was doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.